Event description:
Pt had a right subclavian vein central line. Nurse was obtaining blood cultures from central line. When attempting to remove the blood culture barrel, the male hub broke off inside of the port of the central line. Pt required new central line placement.